Event description:
It was reported that during implant the helix would not extent completely and an insulation anomaly was noted on the atrial (ra) lead. The physician elected to explant and replace the atrial (ra) lead. The patient was recovering after the procedure.

Manufacturer narrative:
The reported events were a helix mechanism issue and insulation damaged. As received, a complete lead was returned for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Manufacturer narrative:
Correction: h6 codes lead was not returned.

Manufacturer narrative:
Correction: e1, e2, e3 doctor name was not included in pervious report.